Event description:
It was reported that during anterior communicating artery (acoma) aneurysm procedure, the operator used the subject stent to assist the coil embolization. The patient's vessel was tortuous and the operator used middle catheter for support. During the subject stent deployment, only two segments were deployed and the rest of the stent could not be deployed. The operator withdrew the subject stent and finished the procedure without the stent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned inside of the microcatheter. The stent was noted to be partially deployed. The stent delivery wire (sdw) was noted to be kinked/bent. The stent was found to be deformed. The microcatheter tip was flat/crushed and damaged. Functional inspection to test ¿stent partial deployment¿ was not performed as it was confirmed during visual inspection. The microcatheter was flushed, and the sdw was advanced. The stent was deployed on the table without difficulties. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint code was confirmed during device analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'the operator used stent to assist the coil embolization in the anterior communicating artery (acoma) aneurysm procedure. The patient's vessel was tortuous, and the operator used middle catheter to support. When using a microcatheter to deliver the subject stent, after tip two segments of the stent was deployed out, the rest of the stent could not be deployed even after several tries. So, the operator withdrew the whole system out and continue the procedure without using stent to finish the procedure'. The stent was returned for analysis partially deployed through the distal opening of the microcatheter. The system was flushed and the stent was advanced through the distal opening of the microcatheter without any difficulty. Once deployed, the stent was noted to be damaged/deformed towards the distal (open cell) end. The stent delivery wire was also returned still loaded inside the lumen of the microcatheter. The sdw was kinked/bent at multiple locations along its length. The introducer sheath was not returned for analysis. The event description notes that the distal end of the stent was deployed in the middle cerebral artery and that a 4.0mm outer diameter (od) stent was used. Given that the mean diameter of the acoma is 1.5mm, it is possible that the stent experienced difficulty opening due to a combination of the reported tortuous vessel anatomy and the acoma internal diameter (ID). The reported event: ¿stent partial deployment' as well as the analyzed events: ¿stent deformed¿, ¿sdw kinked/bent¿ and ¿stent partial deployment¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during anterior communicating artery (acoma) aneurysm procedure, the operator used the subject stent to assist the coil embolization. The patient's vessel was tortuous and the operator used middle catheter for support. During the subject stent deployment, only two segments were deployed and the rest of the stent could not be deployed. The operator withdrew the subject stent and finished the procedure without the stent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.